Event description:
Difficulty was experienced advancing the contralateral wire through a tight curve. Stents were placed in both the ipsilateral and contralateral limbs of the endograft to improve limb flow.